Event description:
Upon interrogation, the device was found to have reached elective replacement indicator (eri). The device was explanted and replaced due to suspected premature battery depletion. The patient was stable with no adverse consequences.

Manufacturer narrative:
As received, the device was returned for analysis. Visual inspection of the device revealed no anomalies except for damage consistent with the explant procedure. Interrogation of the device revealed the device was above elective replacement indicator (eri). A longevity calculation was performed and revealed the battery depletion was normal based on the device usage. Additional testing revealed the capacitor charge time limit was reached after the device was explanted. Capacitor maintenance was initiated in the lab and completed normally. All other tests revealed the device was functioning normally.